Event description:
Report received of over-delivery of normal saline and albumin. The pump was programmed in the piggyback mode to a delivery 100cc normal saline at a rate of 8ml/hr on the primary line and 200cc albumin at a rate of 5ml/hr on the secondary line. The nurse reported that after four hours, both solution bags were "drained". No audible alarms were noted. There was no reported adverse patient event. No medical interventions were required. Though requested, there was no further information available.